Event description:
Pt undergoing inguinal hernia repair during which time he optifix 15 did not fire. Removed from pt after which it was refired and some of the absorbable fasteners came out. Another optifix was obtained and surgery was completed. No apparent pt harm. FDA safety report ID# (B)(4).